Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump screen was blank when they woke up. The patient's blood glucose at the time of incident was 325 mg/dl. Troubleshooting was initiated for the insulin pump. The device turned back on when buttons were pressed; however, numbers appeared at the bottom of the screen. The device was dropped the other day but there was no physical damage noted. There was no moisture exposure as well. The customer was going to inspect the battery compartment but the battery cap was stuck. Troubleshooting stopped at this point; the customer was going to look for a screwdriver in order to remove the battery cap and resume troubleshooting. No products were returned and a replacement battery cap was shipped to the customer.